Event description:
The following has been reported: customer reported: "med surg patient with secondary medication (doxycycline) programmed with ns on primary to flush. Secondary started at 10:58. 11:00 tubing set problem alarm. Rn read alert and followed steps noted to clamp all infusions, disconnect and reconnect the secondary and reload cassette. Medication restarted at 11:02. 11:05 upstream air in line alarm received. Rn backprimed as instructed (with no air visualized in line). Restarted medication and continued to receive air in line alarm x3. Cis suggested new pump. Tubing set loaded and infused successfully on new pump. Tubing set is not available as it was transferred to a different device and infused successfully over several hours. Patient harm: no. Biomed reported: "the pump shows an air in line message, despite multiple priming attempts under the direction of the fresenius reps that where onsite during the go-live." A preliminary review of the logs identified the following issue: air in line alarms (unresolved). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an "air in line" error. The pump was turned on with no alarms alerting. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The pump was opened for an internal inspection. The fva lip seals did have some drag, they were cleaned with alcohol. The fva lip seals will be removed and replaced out of precaution. No other damages were found.